Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The camera head was not displaying an image. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus camera head was not displaying an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed was due to water invasion of the cable. The root cause of the phenomenon could not be identified. The following additional findings were observed during the evaluation: (1) focus ring, flick lock lever, scope mount, main body objects attached scratch (lens) (2) main body cracked (3) main body water invasion (4) cable scratch water tightness failure (5) cable twisted (6) connector contacts corrosion objects damage to the camera cable can be prevented by following the instructions for use which states: "never clean, disinfect, sterilize or store this instrument together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter confirmed the event date as 25aug2022. According to the initial reporter, this event took place while preparing for a transurethral resection of bladder tumor (turbt) procedure. Reportedly, the intended procedure was completed using another identical device without any harm to the patient.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3 & b5. This information does not change the results of the investigation provided on the previous report. Should further information be provided, another supplemental report will be submitted.